Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and dehydration. The caller stated that her daughter found her unresponsive on the couch. The customer stated that she has not been wearing the device since the event, and she declines to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.